Event description:
A customer in (B)(6) notified biomérieux of terminated ast results for vancomycin when performing susceptibility testing for an enterococcus faecalis isolate with vitek® 2 ast-p586 test kit (ref 22276). All other antibiotics were reported as expected. The customer stated that there were no wrong results reported to a physician and there was no patient harm or incorrect treatment given. Due to vitek® 2 not providing a vancomycin result even upon repeat testing, there was a delay in reporting results for vancomycin susceptibility. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of terminated ast results for vancomycin when performing susceptibility testing for an enterococcus faecalis isolate with vitek® 2 ast-p586 test kit (ref 22276). All other antibiotics were reported as expected. Evaluation of batch release records indicated vitek® 2 ast-p586 lot # 3660410203 met final qc release criteria. This lot passed initial qc performance testing. No ncmrs were written against this lot. Ncmrs were reviewed for the last 13 months (06jan17-06feb18). No ncmrs were written for the ast-p586 card. The customer's strain was not submitted for biomérieux internal investigation. No further testing is possible to verify the reported issue. Local support personnel confirm that following cleaning of the vitek® 2 instrument optics the customer is no longer experiencing vancomycin terminations. The investigation concluded that the customer's weekly system maintenance was not sufficient to maintain optics reliability.